Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a moderately calcified, non-tortuous, distal right coronary artery stenting procedure, during pre-dilatation, the trek rx ruptured with the first inflation at 6 atmospheres. The trek rx was removed and the lesion was pre-dilated with a non-abbott balloon. A xience v stent was used to successfully complete the procedure. There were no adverse patient effects and no significant delay in the procedure reported. There was no additional information reported.